Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the biomimics 3d european post-market observational study on (B)(6) 2018. The patient was treated with a 5.0 x 60mm biomimics 3d device on (B)(6) 2018 to treat a de-novo occlusion of the superficial femoral artery (sfa) ostial to sfa proximal third of the right leg. On (B)(6) 2021 a restenosis of treated vessel (target vessel) was identified. It was reported as "possibly related" to the device. It required percutaneous intervention (drug coated balloon/drug eluting balloon and thrombectomy) to revascularise the sfa ostial to distal popliteal artery which included the segment treated at index. This was conducted on (B)(6) 2021. The event is resolved and the subject has recovered. The device remains implanted.